Manufacturer narrative:
(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) reported a power on reset (por) displayed before starting the implantable neurostimulator (ins) system. In preparation for the ins implantation, the battery was being charged through unopened packaging to check remaining battery level. When the start charge button was pressed, a por was displayed. When the start charge button was pressed again, the normal charging screen appeared. The ins started recharging normally without clearing the por. The por display had never been seen in the past. No x-ray was taken. Telemetry using the clinician programmer was never attempted. The rep could not think of any circumstances that may have caused this. The device was shipped on (B)(6) and arrived at the distributor on (B)(6), so it was not believed to have been under unusual circumstances. The system started up when telemetry was conducted, so the cause of the incident could not be identified. A spare in was used, the por did not appear with this device. It was confirmed that there has been no other issues. The issue was not resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins other parity por bit not reset. This ins was received in an unopened shrink-wrapped box and had experienced a parity por. According to the trace report taken from the ins, the por diagnostic had been cleared, however, the parameter trend diagnostic indicated a parity por count of 5. This indicates that a recharger had communicated with the ins 5 times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the por diagnostic log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared from the por diagnostic with an 8840 programmer session, the firmware in the ins assumes another parity por has occurred and will continually inform the customer that a por has occurred. This issue will occur whenever a parity por is the last por logged in the diagnostic in the ins. The ins passed functional testing and recharged normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.